Event description:
As the tip of the iab entered the pt, the iab filled with blood. The iab was removed immediately and a second was inserted. Event complications: unk - reported 2/26/97, 3/18/97. Pt current status: unk - rpt'd 2/26, 3/18/97.

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the membrane noted to be completely folded. Underwater leak testing disclosed multiple leaks in the iab membrane. Under microscopy, a smooth-edged penetration was seen at each leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leaks were penetrations of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.